Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 2 months.  The device was returned for investigation. The evaluation is not yet complete. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported during a clinic visit, system controller interrogation revealed a pump off event on the morning of (B)(6) 2016. The patient did not recall hearing an alarm or feeling anything at the time of the event. It was reported the driveline was wrapped in rescue tape. There was a previous clamshell repair performed on (B)(6) 2015. Log file analysis completed by the manufacturer's technical services representative confirmed the pump stoppage. X-ray images showed a tight internal percutaneous lead loop, and were otherwise unremarkable. On (B)(6) 2016, the manufacturer's technical services representative performed a distal end percutaneous lead (driveline) replacement. Two ungrounded power module patient cables were sent to the patient. On (B)(6) 2016, it was reported that additional pump stoppage events occurred. Log file analysis completed by the manufacturer's technical services representative confirmed pump stoppage events. On (B)(6) 2016, the patient underwent a pump exchange.

Manufacturer narrative:
The replaced external portion of the percutaneous lead and the explanted pump were returned for evaluation. The evaluation of the pump confirmed the report of speed drops and pump stops while connected to power module and battery support. The pump was returned assembled with the percutaneous lead (lead) severed approximately 5.5 inches from the pump housing. A 10 inch portion of the severed lead was returned. In addition, approximately 20 inches of the external portion/distal end of the lead was also returned and evaluated. The sealed inflow conduit, sealed outflow graft, bend relief and bend relief collar were not returned. Examination of the entire lead found a breach in the insulation at approximately 5.5 to 6 inches on the green, brown, orange, and red wires. The damage appeared to be consistent with fatigue damage due to repetitive flexing on the wire at this location. As a result of the damage to the insulation, the underlying green, brown, orange, and red wire conductors were exposed. The reported red heart alarms would have occurred as a result of the exposed conductors of one wire contacting the braided shielding when the device was supported by the power module. The alarms could have also resulted from the exposed conductors of two wires from different motor phases (green, brown, and orange/red) contacting each other or making simultaneous contact with the shield while on battery support. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.